Event description:
In 2005 a lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient obtained results of 143 and 212mg/dl within 10 minutes of each other. The patient received no medical attention. The customer service agent walked the patient through 2 consecutive control solution tests that fell outside the specified control solution range. The meter was replaced.